Manufacturer narrative:
It was reported through the investigation that the cot and patient were being unloaded from the ambulance when another ambulance had turned and struck the cot. It was reported that an emt grabbed ahold of the cot to prevent further injuries to the patient. As a result the emt injured their back during the event and the patient received no injuries. It was confirmed that the emt required medical intervention however it was reported that the cot did not cause or contribute to the injuries that resulted from the event. The cot is not being repaired due to the damage sustained during the event.

Event description:
It was reported by the user facility that the rear of an ambulance swung around and hit the ambulance stretcher as the ambulance was leaving the scene. It reportedly crushed/bent the lower lift handle. The person holding the stretcher got their hand caught between the stretcher and the ambulance. The user facility is not sure of the extent of the injury. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the user facility that the rear of an ambulance swung around and hit the ambulance stretcher as the ambulance was leaving the scene. It reportedly crushed/bent the lower lift handle. The person holding the stretcher got their hand caught between the stretcher and the ambulance. The user facility is not sure of the extent of the injury. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.